Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the automated impella controller (aic) alarmed for purge failures. The team replaced the console and support proceeded without harm or injury from console replacement.

Manufacturer narrative:
The investigation for the reported "aic - purge issue - other" issues has been completed. The controller device has been returned for evaluation. Aic logs confirmed the reported failure. Aic logs showed that the purge bag change wizard was initiated twice. It was completed once successfully. For an unknown reason, the user attempted the bag change wizard a second time but could not complete the procedure, which was likely associated with inability to progress through the steps of the purge bag change wizard. There was an instance of ahp communication errors which was followed by repetitive aic log entries ¿pumptest: purge_start_bolus. The root cause of the issues during the purge bag change wizard was due to an aic sw issue (v12.1.1). This report is being filed as part of a retrospective review of historical records.